Event description:
Notes from the interventional radiologist: "during PICC placement, the wire became knotted within a small collateral vein of the right upper extremity. The interventional radiology technologist obtained for access to the left brachial vein using real-time ultrasound guidance and a micropuncture kit. The needle tip position confirmed with ultrasound. However, upon advancing the wire, the wire reportedly became coiled in the vein and could not be removed...the wire was lodged at its distal tip and the wire was debraided at the access site. At this time, the right groin was prepped and draped... Percutaneous access to the right common femoral vein was obtained with a micropuncture set using ultrasound guidance. An ultrasound image was obtained and archived. Using 0.035 glidewire berenstein catheter, access to the left brachial vein was obtained. A venogram was performed demonstrating the lodged wire to be within a collateral vein emanating from the brachial vein. Access with collateral vein was ultimately obtained with a wire and catheter. Snaring of the wire was attempted but unsuccessful. Therefore, given the inability to snare a wire, an attempt was made to pull from the access site despite the debraided status at the wire at the access point. Micropuncture sheath was advanced over-the-wire and entire system was pulled together and the wire was removed in one piece. No portion of the wire remained after removal." Patient was discharged home in stable condition. The patient returned the next day for placement of a mediport catheter rather than PICC in order for her to receive chemotherapy.